Manufacturer narrative:
Other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that under delivery occurred during chemotherapy infusion. Per reporter the pump displayed that the total volume had been administered, however, 120 mls were delivered instead of 500 mls. The therapy was subsequently extended by one day to account for the incomplete infusion. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: g3: australia a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.